Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customers medwatch report from FDA which states, ¿it was discovered at bedside shift report that the pca was not correctly reading the dose of the morphine syringe. Actual syringe dose was 24.2 and the pca pump was reading 20.2. The pump was replaced and it was correctly reading the syringe. The faulty pump was sequestered and sent to biomed department. Upon further investigation, the pump did have the new software upgraded (12.1.2.78) on [redacted date]. Bio-med personnel placed a call to the field technician on [redacted date] and are awaiting their response." During additional follow up with the customer, the hospital indicated that a team had reviewed the event and were unable to find anything wrong with the pump and that they believed it was a believed the issue was "user error in programming the medication."

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿it was discovered at bedside shift report that the pca was not correctly reading the dose of the morphine syringe. Actual syringe dose was 24.2 and the pca pump was reading 20.2. The pump was replaced, and it was correctly reading the syringe. The faulty pump was sequestered and sent to biomed department. Upon further investigation, the pump did have the new software upgraded (12.1.2.78) on [redacted date]. Bio-med personnel placed a call to the field technician on [redacted date] and are awaiting their response." During additional follow up with the customer, the hospital indicated that a team had reviewed the event and were unable to find anything wrong with the pump and that they believed it was a believed the issue was "user error in programming the medication."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.